Event description:
It was reported that the right ventricular (rv) lead had increasing thresholds over the last 12 months and the impedance on the lead has more than doubled and is now high. The lead remains in use and the physician will monitor device remotely every month. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).